Event description:
It has been reported that the footswitch not working and no response from x-ray .the system was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was completed using another device. The philips remote service engineer (rse) inspected the system remotely and confirmed that the footswitch function was not working, and the fluoroscopy had no response. During troubleshooting, the rse found that the replacement of footswitch is required. The wired footswitch for replacement was sent to customer, since the on-site service was not requested by the customer. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.